Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Following the sending of the device logs, the alarm concerning the proximal measurement has been going on for several months and is recurrent. After checking the settings relating to the mask (level of leakage and type of expiratory port), with reconnection of the proximal tube at the elbow before the mask, the message had disappeared. Verification and reminder to be done at the level of the care service. It has been confirmed that the issue was caused due to user error. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1202 alarm message: proximal pressure line disconnect message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.